Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump alarm button error. Customer's blood glucose at time of incident was unknown. The customer's was advised that we need the pump serial number to document and to verify the warranty. Customer's mother will call back when she is with her daughter.